Event description:
It was reported that the patient planned to have a pocket revision done so that the stimulator sat more comfortably. There were no issues with the device system. The patient was scheduled to have the revision on (B)(6) 2015 but the patient¿s husband was sick, so it was rescheduled to (B)(6) 2015. Additional information about the outcome of this revision was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v185950, implanted: (B)(6) 2009, product type lead; product ID 3998, lot # v185950, implanted: (B)(6) 2009, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-29, lot # n360147, implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
Additional information received reported the patient had the revision. Right after surgery the system was turned on and the patient was receiving effective therapy and seemed fine.